Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. In (B)(6) 2018, the patient presented to the hospital with fatigue and weakness, and heart palpitations. On (B)(6) 2019, the device was explanted. The device was reported to be torn. Additional information has been requested.

Event description:
On (B)(6) 2015, a 21mm trifecta valve was implanted. In october 2018, the patient presented to the hospital with fatigue and weakness, and heart palpitations. On (B)(6) 2019, the device was explanted. The device was reported to be torn. Additional information has been requested, but unavailable.

Manufacturer narrative:
An event of fatigue and weakness, and heart palpitations with a torn leaflet was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.